Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: insert cannot be assembled in to cup. Event summary: one cls expansion cup 56 mm and two cls cup inserts 32/56 from the same lot have been received. It has been reported that after insertion of the cls cup (56) the pe insert size 32 did not fit. Following, another insert was used, which neither fit (threads weren't congruent). Finally, after additional reaming, change to a cls cup size 60 and proper mounting of the insert. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: cls expansion cup 56 mm: outer surface: the cup shows a couple of scratches, otherwise no considerable deteriorations, deformations or imperfections. Inner surface: the cup shows multiple scratches, scraped areas and a non-centrical, circular imprint from the top part of the setting instrument. Further, the thread shows clear signs of abrasion. Cls cup insert 32/56 #1: outer surface: the thread shows abrasion, especially on the 3rd turn. In addition, the rim area shows light scratches. Inner surface: the pe insert shows a couple of scratches on the articulation surface and the rim area, otherwise no considerable deteriorations, deformations or imperfections. Cls cup insert 32/56 #2: outer surface: the thread shows deformations (scraped areas), especially on 2nd and 3rd turn. In addition, the rim area shows light abrasion. Inner surface: the pe insert shows no deteriorations on the articulation surface. The rim area shows light scratches and imprints of the setting instrument. Otherwise no considerable deteriorations, deformations or imperfections. Measurements: to ensure the cup, as well as the inserts have correct dimensions, relevant characteristic according to the inspection plan of the cls cup and the cls cup insert were measured with the caliper so 2083. Inspection plan cls cup: characteristic no. 1 feature "dimension 55.65 +0.05/-0.05.¿ specification: max. 55.70mm; min. 55.60mm. Measured value: 55.62mm. Conclusion: the outer diameter of the cup can be confirmed. Characteristic no. 4 feature "dimension 25.875 +0.075/-0.075¿. Specification: max. 25.950mm; min. 25.800mm. Measured value: 25.81 mm. Conclusion: the inner height of the cup can be confirmed. Characteristic no. 6 feature "dimension 28.275 +0.075/-0.075.¿ specification: max. 28.350; min. 28.200mm. Measured value insert #1:28.27 mm. Measured value insert #2:28.33 mm. Conclusion: the height of both cup inserts can be confirmed. Further the DHR indicates that all components met all specifications. Functional test: a functional test was performed using expansion cone instrument and procedure "expansion of the cls spotorno cup" according to surgical technique. Based on this functional test the received cup can be expanded as intended. A functional test was performed to check the procedure "fixation of the insert" using the screw-in attachment, the received cup and each received cup insert. Based on this functional test, on the shell not being implanted, the reported event cannot be confirmed. The threads do function as intended review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Inspection planning: inspection plan expansion cup 56 mm: characteristic no. 1 feature "dimension 55.65 +0.05/-0.05¿ with scope of testing: 10%. Means of inspection: 3d measuring machine. Characteristic no. 4 feature ¿dimension 25.875 +0.075/-0.075¿ with scope of testing: 100%. Means of inspection: depth gauge. Characteristic no. 5 feature ¿inner thread m 54 x 1.75" with scope of testing: 100%. Means of inspection: thread ring gauge (gewindelehrring). Inspection plan cls cup insert 32/56: characteristic no. 5 feature ¿thread according to drawing" with scope of testing: 20%. Means of inspection: thread ring gauge (gewindelehrring). Characteristic no. 6 feature ¿dimension 28.275 +0.075/-0.075" with scope of testing: 20%. Means of inspection: altimeter (höhenmessgerät). The surgical technique states: "by turning the expansion cone in the counterclockwise direction, the screw canal can be correctly filled without applying force. Then, maximum expansion is achieved by turning in the clockwise direction, while keeping the knob on the handle pressed. By turning in the counterclockwise direction, the instrument can be removed." ¿before the insert is placed, it must be checked whether marginal osteophytes in the acetabulum and/or possible remains of the capsule can interfere with the correct positioning of the insert. The sulene®, durasul® or metasul® insert is mounted on the setting instrument and, in this way, can be correctly positioned in the cup. By turning in a counterclockwise direction, the thread takes purchase, and by turning in the opposite direction, the insert is then screwed in as far as possible manually. Root cause analysis: root cause determination using dfmea: deformation of liner (due to load) due to deformation of cup (six lobes) due to insufficient expansion: possible: as a deformation of the cup, caused by insufficient reaming and/or removal of remains in the acetabulum, may have led to a deformation of the shell and consecutively to the pe shavings of the two inserts. Malpositioning of the liners, generation of pe debris, dislocation of liner due to wrong alignment of insert in shell: possible: as a malpositioning of the pe inserts may have resulted in the pe shavings. These shavings might have prevented a proper seating of the inlay within the cup. Damage of the cup (cause: excessive expansion during implantation / revision) due to high load due to excessive expansion: possible: as the received cup shows deformation of the thread, abnormal and/or high forces can be assumed. Damage of the insert (cause: torque load during implantation) due to high load due to insertion / revision: possible: as both inserts show pe shavings of the thread, abnormal and/or high forces can be assumed. Implant failure due to damaged implant due to multiple resterilization cycles: not possible: as nothing indicates imperfections of the implants prior to implantation due to multiple resterilization cycles. Inadequate anatomical reconstruction of the joint, migration of shell / insert short and long term, splitting of bone, improper initial setting of the implant due to wrong size implanted (incorrect size chosen): not possible: as noting indicates the incorrect size of the implants. Conclusion summary: based on the returned products and the given information the complaint could not be confirmed. The visual examination and the functional tests confirmed that both inserts can be assembled with the non implanted, stress-free cup. However, in case of insufficient expansion of the cup, deformation of the cup during the procedure or unexpected recoil of the cup due to insufficient reaming or removing of remains in the acetabulum, it is possible that the inserts did not fit in the implanted and mechanically loaded cup. The non-centrical imprint of the setting instrument might be an indication that the cup did not reach its intended position. After not succeeding with the insertion of the cls inserts the surgeon made the correct choice by replacing the 56 cup with a bigger size. Nevertheless, the choice to implant a cup of size 60 instead of size 58, which would have been the next bigger size, has not been explained and remains unclear. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery the inlay didn`t fit into the cup, also another inlay didn`t fit. Surgeon used a different cup size and the inlay could be inserted properly. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2017, a inlay size 32 didn't fit in to cls spotorno, expansion shell, uncemented, 56. It was also reported that another inlay was opened but also didn't fit (threads weren't congruent). Finally, a cls size 60 was implanted after having reamed some more. The inlay could be inserted properly. The issue caused a surgical delay of 120 minutes.